Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the harrison fetal bladder stent set's pigtail became stuck when inserted into the needle, prior to an unspecified procedure. The device was unable to be used after becoming stuck in the needle and the procedure was completed by using another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported the harrison fetal bladder stent set's pigtail became stuck when inserted into the needle, prior to an unspecified procedure. The device was unable to be used after becoming stuck in the needle and the procedure was completed by using another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), as well as visual inspection of the returned product, were conducted during the investigation. A device failure analysis was conducted on the product when it was returned for inspection. The returned wire guide and stent positioner showed significant damage. The stent was witnessed to be stuck in the needle sheath. The stent was removed from the needle sheath and the stent was noted to be damaged. The cause of this damage to the device components is likely due to the sequence of events in which the stent became stuck in the needle sheath and the customer attempting to remove it. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to assure device functionality prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [tfbfbp_rev1] ¿harrison fetal bladder stent set¿ contains the following information related to the reported failure mode. ¿assembly instructions 1. Just prior to the placement procedure, load the positioner onto the wire guide. 2. Load the stent onto the wire guide by introducing the wire guide into the multi-length coil of the stent until 3mm- 4mm of the wire guide extends beyond the distal coil of the stent. Place non-flared end of the positioner against the end of the multi-length (proximal) stent coil¿¿ ¿implanting harrison fetal bladder stent. 4. Trocar tip should be advanced 5mm -10cm into the fetal bladder. 5. While stabilizing the needle, advance the stent assembly into the needle. 6. After the positioner has entered the hub of the needle and is within the needle cannula, stabilize the positioner and remove the wire guide. ¿ evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be determined. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.